Event description:
The nurse reported a corneal burn. The surgeon stated that the handpiece heated up. The nurse stated that, in her opinion, the corneal burn was due to surgeon technique. She stated that he made a 2.0mm incision and in spite of the fact that the system was alarming, he continued with surgery. She also stated that the surgeon used the incorrect phaco sleeve with a straight phaco tip. The surgeon closed the incision with 5 stitches.

Manufacturer narrative:
The customer did not request a service request to check the system, nor did they send in samples for eval. No further info has been rec'd. The co sales representative reviewed with the nurse that the phaco sleeve/tip combination selected by the surgeon was incorrect, and not within recommendations for use. The nurse did not return a completed questionnaire with the parameter settings for the system. The parameter settings noted in the file are within recommended parameters. In this particular case, the surgeon created a 2.0mm incision while using the 45 degree round straight tip with the ultrasleeve. The ultrasleeve has been documented to be used with 2.2-4.4mm incision size. The 2.0mm incision size may in turn cause insufficient flow along the tip and may contribute to a corneal burn. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phaco emulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the nurse and surgeon.